Manufacturer narrative:
Evaluation codes: results ( other): a lot order search was performed on the cartridge and there were no similar complaints found.

Event description:
It was reported that there was moisture inside the foil pouch which contained the sfc- 45 fp cartridge. No pt contact.